Event description:
It was reported that the device delivered a shock with alert message possible output circuit damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. ICD analysis found high voltage output circuit damage and arc mark on can surface consistent with lead arc to can.